Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the duodenum resection, the surgeon clamped the tissue and tried to fire the device. However, the plastic knob could not advance and could not fire. The surgeon used a new device to complete the case. There was no patient injury.